Event description:
A 2.5mm diameter x 8mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a 90% stenosis focal lesion in the distal lad. It was reported that heavy atherosclerosis was present throughout entire lad. The pt had two unk manufacturer's stent implanted two weeks earlier in the proximal lad measuring 30mm in length. Distal to the two previously implanted stents is a 15mm downward 90% focal stenosis in the mid segment and further distal is an 80-90% focal lesion at the apex. The vessel appears to be 1.5mm in diameter at this location. Predilation was not performed. While attempting to advance the endeavor stent, it would not pass through the previously deployed proximal stent. The guidewire and sds were removed from the pt. The sds was reintroduced with slight force and deep seating of the guide catheter. The stent would not advance and upon removal, the physician could feel the stent pull off of the balloon. The stent dislodged in the left main. The endeavor stent was difficult to visualize in the left main as the patient was unable to receive more contrast due to renal insufficiency which would have allowed for better stent visualization. There were no attempts made to retrieve the stent. Due to the pt's renal insufficiency and lack of being able to view the stent in the left main the pt was sent to CABG. The pt is reported to be fine.

Manufacturer narrative:
Medtronic has received the device and its analysis has been completed. The stent was not returned on the catheter. The distal tip of the catheter was severely damaged indicating that it may have been stubbed against the previously deployed stents. There were clear crimp/bake impression on the uninflated balloon. The balloon pillows were intact. The physician believes that the stent go caught on the previously placed stent struts that was not fully opposed to the vessel wall.